Event description:
Caller reported that cartridge leaked insulin. There was no adverse impact to the customer's blood glucose level. Customer changed the cartridge and successfully resumed insulin therapy.